Manufacturer narrative:
H6: 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak. H6: added code 22 to investigation conclusions. H8: 22- according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak.

Manufacturer narrative:
Used to capture endoleak.

Event description:
The following information was reported to gore: in (B)(6) 2011, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg (pxt281218) was implanted in the right side. The contralateral leg (pxc181400j) was implanted in the left side. During a regular follow-up examination, aneurysm enlargement, left internal iliac artery (iia) enlargement, and type ib endoleak from the left side was found. Therefore, an additional procedure was indicated. On (B)(6) 2021, two additional contralateral leg (plc141400j, plc141200j) were implanted in the left side and the treatment area was extended into the left external iliac artery. The enlarged left iia was embolized. In addition, type ii endoleak was found and embolized as well. The final angiography showed remaining type ii endoleak from the median sacral artery, which was a different route from the embolized one, but no further treatment was given. The patient tolerated the procedure. The reporting physician commented as follows: enlargement of the common iliac artery and iia was considered as the cause of type ib endoleak.